Event description:
Class action lawsuit states the pt was revised for pain and swelling. Unk where surgery took place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.